Event description:
It was reported PICC appeared short based on magnet tracking & subsequent cxr. Negative deflections observed before reaching 0. When clinician pushed past 0 to hub and lowered arm, p wave was elevated with green diamond & highlights. Clinician left PICC at 0 and on cxr PICC was observed at level of carina. Radiologist reported PICC 3cm short. Team chose to exchange over wire.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.